Event description:
The customer reported that drill has been 'welded' into the drill guide resulting in the drill to break during drilling. Surgeon said there was burning bone as a result and so used saline to cool it down.

Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided in a supplemental report. Device disposition is unknown.

Event description:
The customer reported that drill has been 'welded' into the drill guide resulting in the drill to break during drilling. Surgeon said there was burning bone as a result and so used saline to cool it down.

Manufacturer narrative:
Please note correction to h6 results code. The received pictures were reviewed. It can be confirmed that the fragment of the broken 2.6mm drill bit is stuck in the 2.6mm sleeve of the drill guide. The dark discolorations at both devices indicate that there was heat generated, most likely by friction between the drill bit and the guide. The affected devices were not returned for evaluation, therefore no further investigation is possible. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If the device is returned or if any additional information is provided, the investigation will be reassessed.